Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that, intra-op, while placing pediculair screws during posterior fusion, the driver broke and a fragment remained inside the patient. The tip of the screwdriver was still in screw. It was possible to place the rod into the screw, which was placed at level at level s1 left side. The product came in contact with the patient. Patient complications were reported as unknown.

Manufacturer narrative:
Product analysis:visually confirmed approximately ~3mm of instrument tip has been broken off, consistent with interface during usage. Inspection of the shaft diameter and material hardness confirmed conformance to print specification. Fracture surface analysis reveals a fairly flat fracture surface and circular material flow, consistent with torsional overload. The above findings are consistent with torsional overload.

Manufacturer narrative:
(B)(4). Device evaluation anticipated, but not yet begun.